Event description:
Boston scientific corporation became aware of a wallflex biliary rx uncovered stent implanted in a patient and reported within the literature article: watanabe, m., et al. "Hepatic artery pseudoaneurysm after endoscopic biliary stenting for bile duct cancer." World journal of radiology 4 (3): 115-120. According to the complainant, a (B)(6) man, who had been generally healthy, noted malaise, yellowing of the bulbar conjunctiva, and brown urine. The patient was diagnosed with obstructive jaundice and was admitted to the hospital. Blood chemistry tests were performed. The tests indicated jaundice, increases in hepatic and biliary tract enzymes, and inflammatory reactions. An abdominal ultrasonography (us) showed a hypoechoic solid mass in the middle of the common bile duct with dilation of the intrahepatic duct and enlargement of the gallbladder. Abdominal CT confirmed findings similar to those on us and showed swelling of lymph nodes around the mass and in the abdominal cavity. Narrowing over about 20 mm of the common bile duct was noted on endoscopic retrograde cholangiopancreatography (ercp), and a diagnosis of adenocarcinoma was made following biopsy. On the basis of these findings, a diagnosis of inoperable common bile duct cancer was made. A non-bsc plastic stent was placed endoscopically and chemotherapy (ts-1: oral 5-fluorouracil derivative) was initiated. Abdominal pain and jaundice appeared approximately 6 months after the beginning of chemotherapy. A diagnosis of stent occlusion and cholangitis was made, and the plastic stent was removed. Following removal of the plastic stent, a wallflex biliary rx uncovered stent (sems) was implanted endoscopically. Five months following the stent placement, CT images showed no abnormal findings in the right hepatic artery. Nine months following the stent placement, abdominal pain and jaundice recurred, and the patient was hospitalized (lab data: t-bilirubin: 3.7mg/dl; crp: 9.4mg/dl). CT and ercp showed dilation of the intrahepatic bile duct, indicating cholangitis. A small pseudoaneurysm, measuring 9x6mm, protruding into the common bile duct lumen and in contact with the sems was overlooked at this time. On the second hospital day, a non-bsc endoscopic nasobiliary drainage (enbd) and a non-bsc plastic stent were placed inside of the sems. On the sixth hospital day, a CT showed that the pseudoaneurysm had enlarged to 21x11mm and showed cystic growth in the lumen of the bile duct. Us performed showed marked dilation of the common bile duct to a diameter of 24mm and consequent extrinsic compression of the portal vein. The sems was displaced toward the liver and hypoechoic solid components (debris) were present filling the space between the sems and bile duct. On the twelfth hospital day, tae was performed. On angiography, the left and right hepatic arteries were found to arise from the superior mesenteric artery, and the pseudoaneurysm was confirmed to be located in the right hepatic artery, as suggested by computed tomography (CT). The aneurysm was located upstream of the common bile duct cancer at the upper third of the sems and was separated from the ends of the stent. A micro-catheter was led into the pseudoaneurysm in the right hepatic artery, two 3d shape coils and two 2d shape were placed, and seven coils were then placed in the right hepatic artery on the distal and proximal sides of the pseudoaneurysm using the isolation method, and the absence of contrast medium influx into the pseudoaneurysm was confirmed. The enbd was removed as no blood flow signal of the pseudoaneurysm was noted on the doppler us. The patient was discharged on the twentieth hospital day and chemotherapy has continued to the present. From a review of the disease course, the pseudoaneurysm in the right hepatic artery was unlikely to have been caused by placement of the plastic stent or sems or invasion of the primary cancer to the hepatic artery. Also, no pancreatitis associated with the endoscopic procedure or stent placement was noted, excluding pancreatitis as a cause of pseudoaneurysm formation. Therefore, the pseudoaneurysm was considered to have developed due to the promotion of erosion of the hepatic artery wall in contact with the common bile duct by the concurrence of factors including marked dilation of the common bile duct due to the accumulation of sludge and debris and the spread of inflammation to surrounding tissues from recurring cholangitis associated with obstructive jaundice.

Manufacturer narrative:
Although the exact upn was not provided, the device was reported to be a wallflex biliary rx uncovered stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. (B)(4) - the reported event of stent migrated. Literature: watanabe, m., et al. Hepatic artery pseudoaneurysm after endoscopic biliary stenting for bile duct cancer. World journal of radiology 4 (3): 115-120. The complainant has not indicated that the device will be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.